Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii  left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for a major bleed in the lower gastrointestinal tract and was discharged on (B)(6) 2019. The patient received 16 units of red cell concentrate per 24 hours. The patient was on warfarin and aspirin at the time of the event. The source of bleeding was suspected to be the small intestine but was not confirmed.